Event description:
While treating a calcified lesion in the proximal rca, primary stenting was attempted (against IFU) and the balloon rupture occurred at 6atm, below rated burst pressure. A dissection was observed in the mid rca, which was treated with another stent.